Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. A contact stated that the pump was charged form 30% to 100% at night and in the morning the battery had depleted down to 10%. There was no reported impact to the customer's blood glucose level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.